Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The insulin pump had no delivery alarm. Customer reports event was resolved by changing complete set. The troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is december 4, 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is december 4, 2018.